Manufacturer narrative:
The pump powered on with a returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. Product evaluation was conducted and the alleged ¿no power¿ complaint could not be verified or duplicated. The review of the black box data showed no evidence of a ¿no power¿ event. Power reboots observed in the black box were associated with the clearing of replace battery alarms per normal operation. The pump was exercised with a returned battery cap for 24 hours with no power interruptions or call service alarm occurrences. Upon removal of the pump case, no evidence of internal moisture or loose components was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.